Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. Further information was requested, but not received.

Event description:
It was reported that a patient presented in-clinic with fracture noted on the right atrial (ra) lead. The lead was capped. The patient was in unknown condition.